Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, it was difficult to insert the mapping catheter into the lower branch of the right inferior pulmonary vein (ripv). Two more ablations were performed. During the final electric potential check and the mapping catheter was repositioned, the patient coughed and had bloody sputum. It was planned to perform cavotricuspid isthmus (cti) ablation after the pulmonary vein isolation however the case was aborted. The patient was not under general anesthesia. Medication was givento reverse and neutralize the anitcoagulant effect. The patient's condition was stable. The patient had a computerized tomography (CT) scan which confirmed the right inferior pulmonary vein (ripv) damage. It is unknown if the patient's hospitalization extended. The patient has fully recovered. The physician commented that the right inferior pulmonary vein (ripv) might have been damaged by the mapping catheter. No further patient complications have been reported as a result of this event.